Manufacturer narrative:
(B)(4). Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 16:336:936:0000 was confirmed during product evaluation by baxter personnel. The assignable cause could not be identified. Due to customer denial of the cost of repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further review of the event history, the occurrence date of this event was determined to be (B)(6) 2011. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During product evaluation by baxter personnel, a colleague infusion pump experienced failure code 16:336:936:0000 on channel a. This event interrupted delivery. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.